Manufacturer narrative:
(B)(4). (B)(4). Four sealed packages were received and each was numbered 1- 4. Upon visual inspection of the packages, it was observed that each package had a small hole located at the same place on the package. Each of the holes in the packages was confirmed using the microscope and photos. The sales unit carton was returned flat and there was a 'not for human use' sticker on the carton. It is unknown when, how, or why the sticker was placed on the carton. The packages did not have any stickers.

Event description:
It was reported that before an unknown procedure, the device packaging has holes. Another device was used to complete the procedure. There was no patient involvement.